Manufacturer narrative:
The full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the slight bend in the helix, along with tissue/blood inside the helix could contribute to rotation issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead helix would unexpectedly retract without input making the lead difficult to place. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.